Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was in the range of 500 mg/dl to 600 mg/dl. The customer treated with manual injection. The customer had bent cannula. The customer declined troubleshooting for high blood glucose. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis. Concomitant: unomedical mmt 397.